Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy after loading. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on june 04, 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).